Event description:
Per the report received form germany, a patient with two pascal ace precision devices implanted in tricuspid position presented shortness of breath for the one-month follow-up visit. Both devices were implanted in anterior-septal (a-s) position. Significant tricuspid regurgitation (tr) and potential perforation of one leaflet near the implants were observed on transthoracic echocardiogram (tte). The patient was hospitalized and a transesophageal echocardiogram (toe) will be conducted to confirm the suspected perforation.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). The device was not returned for evaluation, as it remained implanted in the patient. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to section b4, b5, e1, g3, g6, h2, and h6 (type of investigation, investigation findings, and investigations conclusions). E1 (telephone number): (B)(6). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant damages leaflets over time was unable to be confirmed as the imaging provided did not show any evidence of perforation. As per internal review of the provided imagery: progression of tr confirmed in the pod#30 tte of (B)(6) 2024 and the tee of (B)(6) 2024. The root cause of the worsening of tr appears to be secondary to the 2nd pascal ace device implanted at stl/atl position becoming mobile and demonstrating inadequate capture of both leaflets stl and atl which appear not to be taught in the device. Cannot confirm the allegation of leaflet perforation as there is no conclusive evidence provided/recorded. Available information suggests procedural imaging challenges, such as inaccurate view planes and misinterpretation of images, contributed to poor leaflet capture resulting in post-operative return of tricuspid regurgitation. Per the instructions for use (IFU) cardiac injury, including perforation, dyspnea, valvular regurgitation, and worsening regurgitation/ valvular insufficiency are known potential adverse events noted as possible complications of the pascal implant procedure.

Event description:
Per the report received form germany, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, two ace devices were implanted in anterior-septal (a-s) position. Patient presented for the one month follow up with shortness of breath. Significant tricuspid regurgitation (tr) was observed on tte and potential perforation of one leaflet near the implants. The patient was hospitalized and a transesophageal echocardiogram (toe) would be conducted. At time of this investigation, the perforation was not confirmed by the site. However, a new jet was detected. The patient was treated conservatively as there was no surgical option due to the high age. As per internal imaging review, the tr grade immediately post-procedure was mild (1+) and it was severe (3+) at post-operative day 30.